Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row e cubies were found to have failed as they would not recover or actuate during hardware test application (hta) testing. A field service engineer (fse) replaced the mother of all boards (moab) and drawer controller board, followed by configuring the drawer, but the drawer continued to fail hta testing, leading to deletion of the drawer configuration and decision to replace the entire drawer assembly due to lack of additional moab spares. Subsequently, drawer 6 was replaced, and the moab from drawer 6.2 was transferred and installed into the new drawer. The drawer was then installed, configured, and successfully tested in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed and did not open. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.